Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a patient experienced pericarditis and chest pain post pulsed field ablation (pfa) procedure where a farawave ablation catheter was selected for use. The patient was started on aspirine (1000mg 3 times a day) during 1 week and control consultation at the hospital was planned (B)(6) 2025. No further information was available.